Event description:
During attempted treatment of a cto lesion in the superficial femoral/popliteal artery, the distal tip of the guidewire was sheared off. The physician had gained access to the true-lumen, and as he advanced the wire into the popliteal artery and retracted the needle of the outback catheter, the distal tip of the guidewire was sheared off. The sheared-off distal tip of the wire was left in the patient. The wire used was a boston scientific pt2 wire, which is not an approved wire for use with the outback re-entry catheter. There have been no reported adverse effects to the patient at this time. The product was not returned for analysis. Additionally, as the sterile lot number was not available, a device history record review could not be performed. With the limited amount of information available and without the return of the product for analysis or films of the procedure, it is not possible to draw a clinical conclusion between the device and the event. However, based on the information available, it appears that the difficulty experienced by the customer may have been caused by device interaction and is not related to a product quality issue. Usage of the product other than indicated in the product's instructions for use (IFU) may involve add'l risks not described in the labeling.